Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented with both a battery performance alert (bpa) and intermittent oversensing seen on the right ventricular lead, most likely far-p oversensing. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The lead was also capped and replaced on the same procedure on (B)(6) 2019. The patient was stable. Related manufacturer reference number: 2017865-2019-16194.